Manufacturer narrative:
Per tandem's user guide: "before you begin, make sure you have the following items: vial of u-100 humalog or u-100 novolog insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. Reportedly, the customer filled the cartridge with an insulin pen rather than syringe. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no reported impact to the customer's blood glucose level.